Event description:
It was reported that the right atrial (ra) lead had a warning. Follow up was attempted but no additional information was available regarding the cause of the warning. It was also noted that the ra lead impedances were stable in the 500 ohm range. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator 2011 (B)(6); 5076-52 implantable pacing lead 2011 (B)(6); (B)(4), heart ring 2013 (B)(6). (B)(4).